Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Attorney.

Event description:
Patient was revised to address pain and increased ion cobalt and chromium levels. Doi (B)(6) 2009 - dor (B)(6) 2012 (right hip). Update ad 20 april 2018: (B)(4) has been re-opened under (B)(4) due to the receipt of ppf and implant records. Ppf alleges pseudotumor, metal wear/metallosis, and elevated metal ions. The stem was added to impacted product due to elevated metal ions and the patient code was updated. Patient underwent bilateral total hip arthroplasty. Doi: (B)(6) 2009 - dor: (B)(6) 2012 (right hip).